Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no patient harm reported. The manufacturer received the device for evaluation. A review of the error logs identified an error occurred. The main board was replaced to address to the issue. In addition, the control valve and blower motor were checked. Interioir/exterior/flow line were cleaned.